Manufacturer narrative:
Event date and therapy date is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 3 of 4; reference MFR. Report: 1627487-2020-00074; 1627487-2020-00076; 1627487-2020-00079. It was reported patient lost therapy and x-rays confirmed that patients lead had migrated. To address this issue patient underwent surgical intervention where the leads were replaced and effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.